Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device is schedule to be replaced. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced. The device is not expected to be return for analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device is schedule to be replaced. No adverse patient effects were reported.